Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician encountered difficulty placing the lead pin into the header connector port and was unable to unscrew the set screw to place lead into the connector port properly. The device was not used and an alternate device was implanted without incident. No patient complications have been reported as a result of this event.